Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received stating no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Upon visual inspection of the pump, it was found to be in good physical condition. Inserted a 9 volts battery into pump and the reported customer complaint was verified. The pump was found to be displaying "11213" message. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.